Manufacturer narrative:
Analysis of programming history.

Event description:
Review of internal programming history identified that a computer software error occurred. On (B)(6) 2009, a computer software error occurred, but it was corrected before the patient left the office. There was a programming and an interrogation on (B)(6) 2009, before the patient left the office and everything appeared to be fine, but on (B)(6) 2009 (the next visit), upon interrogation the patient was a faulted settings. The settings were corrected on (B)(6) 2009.